Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the tortuous coronary artery. A 2.75 x 38mm synergy xd drug-eluting stent was advanced for treatment. However, during insertion, the hypotube broke at 20cm from the balloon hub. The detached portion of the device was pulled out over the wire, and nothing was left behind. The procedure was completed with alternate 2.75 x 38 stent. No patient complications were reported.